Event description:
International affiliate reports that the valve was implanted in 1996. The doctor changed the distal catheter in 2002. Approx on month later, the surgeon was unable to reprogram the device and the intracranial pressure could not be changed. The pt was kept under observation and the condition worsened 2 months later. X-ray found the valve's internal mechanism had become dislodged. The valve was explanted and replaced.